Event description:
A report of a patient's precision system was explanted due to an infection at the pocket. The pocket site was red and tender. After explant, the physician discovered that the patient had a pulmonary embolism, however, does not believe to be device related. The patient was prescribed antibiotics for the infection.